Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: ¿leakage and rotation.¿

Event description:
Patient representative reported patient experienced ¿pain¿increased risk of developing cancer¿loss of enjoyment of life¿ and device was explanted due to ¿leakage and rotation.¿ patient representative also reported patient experienced ¿suffering, disability, impairment, disfigurement;¿ these events are not related to the device. This record is for the left side. Device has been explanted.